Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure to address pain and discomfort at the ipg pocket site. The ipg was removed from the left buttock and moved to the right buttock. During the revision procedure, the ipg was completely explanted and exchanged for a different ipg due to failure to communicate with remote control. The patient has reportedly recovered from the procedure.

Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that the patient underwent a revision procedure to address pain and discomfort at the ipg pocket site. The ipg was removed from the left buttock and moved to the right buttock. During the revision procedure, the ipg was completely explanted and exchanged for a different ipg due to failure to communicate with remote control. The patient has reportedly recovered from the procedure.